Event description:
It was reported that the patient experienced a shocking or jolting sensation at the pocket site when stimulation was on. The shocking/jolting began after the patient fell. The shocking occurred while lying down, sitting, and/or walking. Unknown if device troubleshooting was performed. The patient's status was undetermined at the time of the report. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).